Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and high blood glucose. The customer's blood glucose was 505mg/dl at the time of call. Trouble shooting was performed and found had to change sensor and request replacement. Customer had blood glucose of 524 and sensor glucose 124. Customer decline trouble shooting for the high. Customer states that meter is not connecting to the device and glucose meter is not sending blood glucose readings to insulin pump. Assisted in re-connecting devices. The insulin pump will not be returned for analysis.